Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017. On (B)(6) 2017, the patient underwent the second bt treatment performed in the left lower lobes of the lungs. No issues were noted with the device. According to the physician, on (B)(6) 2017, the patient experienced a typical asthma exacerbation. The patient was admitted to the hospital and was treated with standard asthma treatment (i.e. Solu medrol). On (B)(6) 2017 the patient was discharged from the hospital and the patient¿s current condition was reported to be ¿fine¿. In the physician¿s assessment, the patient¿s asthma exacerbation is most likely not related to the second bronchial thermoplasty treatment, although it is hard to say for sure. The asthma exacerbation could have been caused by multiple other triggers relating to the patient¿s medical history. On (B)(6) 2017 the patient underwent the third bt treatment successfully.